Manufacturer narrative:
Product event summary: analysis confirmed the stated reason for return of broken connector, the atrial connector was cracked. Analysis further noted that the battery contacts were visibly contaminated, as was the knob for the frequency and additionally noted that it was unable to be cleaned. The device was cleaned and the atrial connector and frequency knob were replaced, and the contamination was removed from the battery contacts. The device then passed all tests.

Event description:
It was reported that the external pulse generator had a broken connector. The generator is expected to be returned for service. No patient complications have been reported as a result of this event.